Manufacturer narrative:
The output anomaly observed in the field was confirmed in the laboratory. The analysis indicated the output circuitry of the device was damaged. The cause of the field event is believed to be due to a lead anomaly.

Event description:
It was reported that upon interrogation there were alerts for aborted shocks due to possible output circuit damage and low hv lead impedance. The device and lead were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Other text : device evaluation anticipated, but not yet begun.